Event description:
It was reported that during a ukr procedure, the handpiece show motor failure once you press the foot pedal. Tried to reconnect the handpiece few times and it keeps to show motor failure. In exposure mode, the burr can come out when it senses the location which it should cut out. But the burr cannot rotate. Procedure was converted to manual. After surgery, the long attachment cannot assembly from the naviopfs handpiece. Investigation results showed that there was no malfunction with the navio handpiece. Also it showed that there was a damaged positive stop on the drill and a damaged long attachment. This damaged at the long attachment was caused by intended forcibly twisted in the wrong direction until the anti-rotation bar was broken; hence, this is a reportable event, but not a sentinel event. This complaint is for the long attachment.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for investigation. Visual/functional inspection confirmed the reported event. The long attachment was damaged internally at its drill connection point and the positive stop on the drill had been damaged, allowing the drill to rotate beyond 360 degrees. It appears that the long attachment was forcibly twisted in the wrong direction until the anti-rotation bar was broken. DHR review found the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for preparing the surgical drill and proper assembly of the handpiece including the long attachment. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. Based on the investigation and the prior complaints received, it is likely that the event occurred due to user error.